Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 67% of the expected longevity. Concomitants continued: 5524 non-defib lead: (B)(6) 1998. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up is currently in progress and if any information becomes available, it will be added to the event. The decision to report was determined based on information that was available at the time of decision. No patient complications have been reported as a result of this event.